Event description:
I received this via email from a patient care manager: the hill-rom versacare beds have a problem with the side rails. When you pull them up, they will not lock. Maintenance says that something such as cleaning chemicals, debris, etc. Is preventing the locks from securing. This could become a serious patient safety concern, as these beds are only 1 year old. Maintenance called hill rom, they are already aware of the problem and a representative said they were ordering new springs to be installed, but it would be a few months before this could occur. The current tension spring installed in the bed is prone to easily getting "gunk" in it that will prevent it from functioning properly. A new spring, when installed will prevent the problem from occurring in the future.